Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, trauma / accident, pain, mobility. Patient bit on something hard. Pain since then and therefore unstable.